Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged and was not pacing the patient. Additional information confirmed there was no asystole observed. Surgical intervention was performed and the rv lead was successfully repositioned and continues to remain implanted and in service. Loss of capture was observed during a threshold test but no asystole was noted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.